Event description:
It was reported that, "during the tka, when the surgeon was inserting the trial insert between the tibial component and the femoral component to check the pt ligaments tension, the trial insert cracked. The fragment of device was removed."

Manufacturer narrative:
An eval of the devices cannot be performed as the device was lost by the reporter and was not returned to the manufacturer. Lot code for the reported device was requested, but not made available. Should device or additional info become available, the eval summary will be submitted in a supplemental report.